Manufacturer narrative:
The tears seen at explant were confirmed. Leaflets 2 and 3 contained tears. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears could not be conclusively determined.

Event description:
On (B)(6) 2015, a 21mm trifecta valve was implanted. At a regular follow-up visit on (B)(6) 2018, moderate aortic regurgitation (ar) was diagnosed. The ar was severe on the subsequent follow-up in (B)(6) 2019, and cardiac decompensation was observed. On (B)(6) 2019, the trifecta valve was explanted and a 21mm valve edwards inspiris resilia valve was implanted, and the patient is reported to be in stable condition. Upon explant, the physician observed leaflet tear on the right coronary cusp at the nadir as well as on the left coronary cusp at the lcc/ncc stentpost. No further information including operative or echo reports have been made available from the physician.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 21mm trifecta valve was implanted. At a regular follow-up visit on (B)(6) 2018, moderate aortic regurgitation (ar) was diagnosed. The ar was severe on the subsequent follow-up in (B)(6) 2019, and cardiac decompensation was observed. On (B)(6) 2019, the trifecta valve was explanted and a 21mm valve edwards inspiris resilia valve was implanted, and the patient is reported to be in stable condition. Upon explant, the physician observed leaflet tear on the right coronary cusp at the nadir as well as on the left coronary cusp at the lcc/ncc stentpost. No further information including operative or echo reports have been made available from the physician.